Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer noted that the permanent cautery hook instrument had a rotation limit. The customer also observed that the permanent cautery hook instrument had power output leakage, and there was smoke at the yellow plastic shell. The customer replaced the permanent cautery hook instrument with a back-up instrument of a different kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. Although the reported event was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported problem. A review of the procedure log with the information provided resulted in no additional information. In addition, a review of the instrument log showed the permanent cautery hook instrument (part# 470183-14 / lot# n10210202-0071) was last used on (B)(6) 2022 during a procedure with system sk3124. The permanent cautery hook instrument had 5 uses remaining. This last usage of the device was after the reported event date. Images of the permanent cautery hook instrument related to this event were received. A review of the submitted images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: there appears to be thermal damage at the base of the hook at the ceramic sleeve. There was no other obvious damage found on the permanent cautery hook instrument. No conclusive determination can be made based on this analysis. The probable root cause of the thermal damage to the ceramic sleeve is primarily attributed to device design, as insufficient silicone potting on the ceramic sleeve allows a possible arc path during air firing. Clinical use of monopolar energy can result in thermal damage if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desire effect. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the permanent cautery hook instrument arced and smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken conductor wire at the weld joint of the yaw pulley after one side of the clevis ear was removed for further investigation. The instrument failed the electrical continuity test. The silicone potting appeared to be compromised but no signs of thermal damage where melting or charring has occurred. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of the broken conductor wire at the weld to be related to the customer reported complaint. The root cause is attributed to a device design. Failure analysis investigations also confirmed the customer reported complaint of "electric hook rotation limited". The hook assembly is no longer secured onto the wrist assembly where it remains stationary. The hook can rotate and move. The hook does not appear to be physically damaged such as being bent or warped. The root cause is not determinable at this time. Additionally, on 30-nov-2022 intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The customer observed arcing around the instrument tip. The surgeon activated monopolar energy with an external force triad generator and was cauterizing at the time of the event; however, the instrument tip was not in contact with tissue. The instrument did not collide with any other instrument or tool during the procedure. Also, the instrument tip did not come in contact with any other objects when the issue occurred. Additionally, the instrument tip was not immersed in liquid or contaminated by carbonized tissue (bio debris) prior to energy activation. There were signs of thermal damage. However, there was no evidence of damage to the conductor wire. The patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the reported event. It was confirmed that there was no patient harm, injury or adverse outcome.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial failure analysis findings were confirmed. It was observed that the hook was able to rotate and move. The instrument's ceramic sleeve was removed to inspect the distal pulley to hook connection. There were no cracks or any irregularities observed in the area to indicate a design or manufacturing issue. The loose hook tip is likely attributed to mishandling/misuse.